Manufacturer narrative:
An event of device malposition and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the implant depth was 6.9 mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted calcification extending beneath the aortic annular plane in the interventricular septum. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that the implant depth contributed to the reported event, however this cannot be confirmed. There is no allegation of malfunction against the abbott device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor valve was successfully implanted in a patient. There is no difficulty implanting the 23mm navitor valve. There was calcification noted extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 6.9mm. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a left bundle branch block with escape rhythm. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. The patient did have a prolonged hospital stay for monitoring of rhythm. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor valve was successfully implanted in a patient. There is no difficulty implanting the 23mm navitor valve. There was calcification noted extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 6.9mm. On (B)(6) 2024, it was noted via electrocardiogram, that the patient developed a left bundle branch block with escape rhythm. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker. The patient did have a prolonged hospital stay for monitoring of rhythm. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.